Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4): the broken, retained tip has been assessed under (B)(4). If additional information becomes available to clarify which of the part/lot numbers represents the broken, retained tip, and it is this part, or if any other information becomes available, this determination should be sent back for review so that it can be updated. Device history records review was conducted. The report indicates that the: manufacturing date: 11-dec-2014, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 11-dec-2014. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tips of two hohmann retractors broke during a procedure to retract tissue on (B)(6), 2016. One tip could not be retrieved and was lost in the patient. It is unknown which of the two broken retractors tip remains in the patient. It is unknown how long the device has been in use by the hospital facility. A third retractor was readily available to successfully complete the procedure. There was no surgical time delay reported. This complaint involves 2 devices. This report is 2 of 2 for (B)(6).

Manufacturer narrative:
Additional narrative: product investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned retractors are instruments commonly used in the hip preservation surgery set per technique guide. This complaint is confirmed, the distal tips of the two returned devices are sheared off at the same general location where the tip transitions from flat to upward direction. The sheared off fragments for both devices (which were not returned) would be approximately 5mm long as measured with calipers ca592 with reference to product drawing. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on dec 11, 2014. Unable to determine a definitive root cause. Most likely due to application of significant leverage/prying force which exceeded the material strength of the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No non conformance reports were generated during production. Drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.